Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, an opening on posterior, brown particles on the shell, creases fold, and wear abrasion. A microscopic analysis was performed which identified, a crease sharp opening on posterior and stress marks. Based on the device analysis, the final assessment is: a crease sharp opening on posterior assessed, as fold flaw opening.

Event description:
Patient reported, a right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. The device has been explanted.